Event description:
It was reported there was a loss of parasthesia. A few of the electrodes had out of range impedances. Reprogramming was performed but after a few weeks patient went back to the hospital with the same complaint. There were more electrode impedances out of range then the previous time. It was no longer possible to reprogram around the electrodes with high impedances. A revision of the lead was scheduled. Incision on the back was reopened and impedances measured gave the same results. Lead was replaced with new one. Impedances were within normal range and patient felt paresthesia again. There were no patient symptoms, injuries or adverse events to the patient. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (product# 3877-45, lot# 0205622826) found broken conductors at anchor site. Seven conductors were broken 21.9 cm from the distal end of the lead on the distal side of the anchor. All the circuits were open except for #6. Analysis of the anchor (product# 3550-39) found no significant anomaly. One end of the silicone portion of the anchor was torn off.

Manufacturer narrative:
Product ID 3877-45, lot# 0205622826, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3550-39, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.